Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose. Reportedly, the customer continued to use the pump for insulin therapy.